Event description:
It was reported that the patient complained of chest wall stimulation and pain at device follow up. A chest x-ray was done which showed that the lead had moved forward. The physician suspected a perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076 lead: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage.